Event description:
Reference number (B)(4). Event occurred in the united states. Patient's mother reported occlusion alarm leading to high bg which was addressed by correction bolus via pump. Troubleshooting confirmed blockage in the tubing. Customer and guardian changed supplies as necessary and resumed insulin therapy. No further information available.